Event description:
Customer reports that the tubing blew before case was completed. Injector protocol was set at 1000psi pressure limit, actual achieved psi was 974 psi.

Manufacturer narrative:
Manufacturing investigation report: investigation request submitted to medex medical, who manufactures this part number with l-f label. No sample was returned for eval. We have completed our investigation into the reported issue with the (high pressure extension tubing with rotating male luer adaptor) lot number 33d220107. Customer reported that the tubing "below before the case was completed"at the tube/connector interface. Because a product samples was not received for evaluation, manufacturing is unable to confirm the issue reported without the benefit of the returned product. The lot number provided was used to review the history of the device, which was found to be acceptable. Product was not made available for investigation. No code listed for a definition of "device history review".